Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was an alarm in the controller to change the controller. Patient and his wife at home initiated the controller change but could not get the driveline into the back-up controller. Patient passed out and wife called 911. The ems inserted the driveline into the controller. Patient came into clinic, new back-up controller was administered, and patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace system controller alarm was not confirmed. A review of the downloaded log file spanned approximately 8 days (14mar20 ¿ 22mar20 per time stamp). The no external power alarm activated on 22mar20 at 08:46 due to both power cables being disconnected simultaneously during a power source exchange. The alarm cleared seconds after activating when power was restored. The backup battery was able to provide power to the controller during these events. The alarm did not affect the controller's ability to operate the pump at the set speed. The driveline was disconnected on 22mar20 at 09:14 and then reconnected 3 minutes later. The driveline was disconnected again at 09:18 for a controller exchange. There were no other alarms active in the log file that would lead to a controller exchange. The returned system controller, serial number: (B)(6), was functionally tested and found to operate as intended during analysis. No atypical alarms were reproduced during testing. The controller was able to support pump function for an extended period of time. A root cause for the reported event cannot be conclusively determined through this investigation. There were incidental findings of damaged black strain relief and software label and dim led. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot replace controller and no external power alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.